Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced increased pain and weakness at the left leg. The patient underwent a spinal cord stimulator (scs) trial lead explant. The patient had some pain after the procedure. The explanted devices were kept by the facility.